Manufacturer narrative:
Concomitant products: 305u221 tissue valve implanted: (B)(6) 2015; 690r26 heart ring implanted: (B)(6) 2015; 310c27 tissue valve implanted: (B)(6) 2015; 5071-53 lead implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced pocket and muscle stimulation. The ventricular epicardial lead was experiencing high thresholds. The lead was capped and replaced with a transvenous right ventricular (rv) lead. The device was programmed to bipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.